Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. It was reported that the plastic end broke off of the tibial stylus, which was found in the central sterile. The event did not happen in surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample found the red pointer from the attune adj tib stylus (254400007 / nw130617) broken, fragment was not returned for evaluation. No other defects were observed. Previous complaint investigations it was identified that high residual stresses in the redel overmould material used in the attune intuition family of instruments resulted in a crack propagation and and breakage of the overmould features. Due to the material failures caused by residual stresess within the polymer, this product issue was addressed through depuy synthes quality system, and a design change was implemented by changing the material from radel to avaspire. Avaspire is a glass filled material which is less susceptible to residual stress and resist the propagation of cracks. The current device was manufacture prior to the implementation of the new design. The overall complaint was confirmed as the observed condition of the attune adj tib stylus would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. There is no indication that a manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic end broke off of the tibial stylus, which was found in the central sterile. The event did not happen in surgery.